Event description:
The customer reported to olympus, the evis exera duodenovideoscope had the erector channel blocked. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: evidence of insufficient reprocessing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the forceps k-pipe unit and the air/water channel were both found clogged. Additional findings were as follows: the nozzle is deformed, the bending section cover glue was separated, the connecting tube has wrinkles, the angulations were out of specification. It is most likely that the accumulated and clogged it during reprocessing. Based on the results of the investigation, the investigation could not specify the cause of the material that remained from the obtained information provided. No physical damage of the device was confirmed at where the foreign material remained. Therefore, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. There was no deviation from IFU in reprocessing steps for the area where the foreign material remained noted by the facility. This issue is addressed in the instructions for use (IFU): ¿IFU states the detection method in evis exera tjf type 160vr operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures.¿ olympus will continue to monitor the field performance of this device.